Event description:
It was reported that when the pin collet was being loaded, the ball bearings fell out. The collet was in the sterile field, but not near the pt. The ball bearings fell onto a sterile towel on the tray where it was being loaded. There are no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR for evaluation. According to the quality engineer, the device did not meet specification. The device was missing parts, and this condition contributed to the event reported.